Event description:
The rptr stated that rptr did meter to hcp meter comparison tests. Rptr's am fasting test had a result of 463 mg/dl. At doctor's appointment 30 minutes later, doctor's meter (type unknown) result was 160 mg/dl. The rptr did not have any symptoms. During troubleshooting, a control solution test resulted in er1. A second control test gave er1. This is rptr's first meter; rptr was walked through testing procedure and technique seems to be correct. No harm was alleged.